Event description:
It was reported via facility medwatch (medwatch report mw5179819) that the patients implantable pulse generator (ipg) had to be charged and it turned into a fire drill. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.